Event description:
Procedure completed successfully but patient had post-op vcf. Surgical intervention required - kyphoplasty performed at l5.

Manufacturer narrative:
This report is being submitted to correct the lot # field (d4) in section d, suspect medical device.

Event description:
Procedure completed successfully but patient had post-op vcf. Surgical intervention required - kyphoplasty performed at l5.